Manufacturer narrative:
Reader mgme291-t0658 has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The reader did not power on with button, test strips, or usb cable. The reader was send for further investigation and de-cased. Internal visual inspection has been performed on the reader's pcba (printed circuit board assembly) and burn marks were observed near the usb port. Further extended investigation was performed and burn marks on the u13 chip was observed. The reader's returned battery was measured at 0.39v, which is below specifications of 3.7v to 4.2v. The battery was replaced with a new, un-used battery and the reader successfully powered on. A thermal camera was used to test for internal hot spots, and hot spots were observed on the u9, u5, and u2 chip components. It has been determined that the observed burn damage to the internal components are consistent with the customer not using an abbott provided usb adapter. The amount of voltage/current that caused the damage to the u13 is not possible with the abbott-provided usb adapters as the power adapter and cable does not produce enough heat. The issue is not confirmed to a user issue. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. If the customer returned their cable and power adapater, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device displayed a white screen. The product was returned and investigated for the display issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.